Manufacturer narrative:
On february 11, 2021, mentor received the following additional information: the patient suffered baker grade 4 encapsulation of bilateral breasts and also bottoming out of the right side. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the sm mod classic gel, 555cc returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year old female patient, who's undergone breast augmentation revision with a (left) 510cc mentor memorygel breast implant and (right) 555cc mentor memorygel breast implant, suffered bilateral breast capsular contractures (baker grade IV on the left and baker grade ii on the right), post-procedure. The capsular contractures were diagnosed via physical consultation. As a result, the patient underwent bilateral capsulectomy, bilateral removal and then bilateral replacement on (B)(6) 2020 with the following devices: (left) 555cc mentor memorygel breast implant catalog: 3507555mc lot: 9441168 sn: (B)(4) and (right) 555cc mentor memorygel breast implant catalog: 3507555mc lot: 9441168 sn: (B)(4). This medwatch form is for the right breast prosthesis. The left side implant has been reported under mrn: 1645337-2021-00174.